Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 167" message. This is not a known message; however, a "defib fault 196" was seen in the log. Complainant indicated that there was no pt involvement in the reported malfunction.